Manufacturer narrative:
E1- initial reporter address 1:(B)(6). E1 - initial reporter phone number: (B)(6).

Event description:
It was reported that stent moved on balloon. The target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for use. However, during flushing, it was noted that the tip of the stent was loose. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.